Event description:
The customer reported via phone call that the insulin pump was damaged. The insulin pump had a crack on the upper left hand corner from the top to the bottom and another crack around the rim where the reservoir sits. The customer stated they could visually see moisture in the cracks. Customer's blood glucose level was 70 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked battery tube, and missing end cap sticker. No moisture damage inside insulin pump noted.